Event description:
It was reported to philips that the top right corner of the device's display is not showing any images. There was no reported patient or user involvement and no adverse patient/user impact.